Event description:
Reportedly, this device was explanted after approximately a 16 year, 9 month implant duration due to tricuspid insufficiency and moderate tricuspid stenosis. Learned from implant patient registry.

Manufacturer narrative:
Device not returned.